Event description:
Caller reported a cartridge alarm during the loading process of their insulin pump and faced repeated alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support agreed to replace the pump, providing a new device with updated software, and instructed the caller on steps for receiving and returning the replacement. Customer was informed to use a backup insulin pump to ensure continuous insulin delivery.